Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer obtained higher values when scanning the adc freestyle libre sensor compared to the built-in meter. A sensor scan of 152 mg/dl compared to a built-in meter result of 50 mg/dl when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. On (B)(6) 2021, as a result, the customer experienced dizziness had a fall, and loss of consciousness. The spouse provided the customer a glucagon injection and the emergency services were called. The customer was taken to the emergency where she was diagnosed with hypoglycemia and a possible glucose infusion was administered as the caller was not exactly sure of the treatment. No further information was provided. There was no report of death or permanent injury.